Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The foot switch was also replaced as part of the service call. The system was tested and found to be working as intended and put back into use.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.